Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 19mg/dl. Customer treated with a glucagon shot. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage found on the keypad traces.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump was received with intermittent button response. We were unable to determine the root cause due to pump needs to perform dva testing. There was no button error alarm during testing. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.